Event description:
The patient had reported difficulty recharging and pain at the pocket site (see manufacturer report # 3004209178200904636). It was also reported that she experienced surging stimulation once in 2008 when she lay down and her husband turned on the device. In 2009, she reported after being reprogrammed, when she got home, she experienced a sensation as if she were being electrocuted. Additional information has been requested and was not available at the time of this report.